Manufacturer narrative:
The customer reported that the catheter was leaking so the nurse checked the balloon and there was only 8ml in the balloon. The nurse re-inflated the balloon to ensure that the balloon had a total of 10ml in the balloon however the catheter continued to leak so the nurse removed the foley catheter and inserted a new foley catheter. The nurse noted that the second catheter was fully inflated and seated in the bladder however the leaking continued so the catheter was removed. It was not reported that an additional catheter was placed. The catheter was returned to the manufacturer for evaluation and the customer reported issue of a leaking foley catheter balloon could not be confirmed through functional evaluation of the received sample. A definitive root cause for the reported issue could not be determined at this time. There is no additional information available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
The customer reported that the foley catheter balloon was leaking so the nurse removed the foley catheter and replaced the device with a new catheter.